Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during initial implant, the lead got coiled when extending the helix and the stylet could not be removed. It was also noted that the capture threshold was out of range. Patient was stable.